Event description:
It was reported that during a lead replacement procedure on (B)(6) 2023 [related manufacturer reference number: 1627487-2023-01005, 1627487-2023-02555], the l5 lead became entangled in scar tissue in the epidural space. In the process of removing the l5 lead, the physician instead inadvertently removed the s1 lead. In the end, the physician removed the entire scs system with the exception of a portion of the l5 lead which currently remains in situ. As a result, surgical intervention may be undertaken in the future to address this issue.

Event description:
Related manufacturer reference number: 1627487-2023-02555

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.